Manufacturer narrative:
The device was not returned. With review of the available information, there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. Medical intervention was evident as the user placed 1-2 stitches in cheek. The user stated following the case that it was their own fault for not retracting the cheek far enough during the drilling of the cps. The most probable root cause for the occurence of this adverse event is user error. Possible factors that may have contributed to this issue could be the patient's anatomy and other procedural factors (e.g., excessive patient movement). No further injury or additional medical intervention was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported via complaint that during removal of the chairside patient splint (cps), the surgeon accidentally cut the patient's cheek with the drill. The surgeon placed 1-2 stitches in the wound. No further injury or additional medical intervention was reported as a result of this event.